Event description:
Caller reported a malfunction with the pump, which resulted in a blood glucose level reading of "high," suggesting it exceeded 500 mg/dl (27.7 mmol/l). In response, the customer addressed the high blood glucose level with a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted the caller with resetting the pump, and upon recurrence of the malfunction code, it was decided to replace the pump. The customer reverted to an alternate method of insulin therapy.